Event description:
Baxter healthcare global affiliate reported home patient (hp) was receiving peritoneal dialysis treatment on the quantum device when hp received low drain alarm. Hp "pushed a button and the display said fill." Hp reported "they felt wrong and noticed overfill." Per hp there was no medical intervention and no pt injury as a result of this event. Additional information regarding this event was not available for this report.